Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample arrived out of the pouch primed. Visual inspection initially detected no abnormalities. During functional testing it was noted that the collar of the two piece male luer was out of round as would be sustained by some type of crush force. The complaint will be confirmed. A follow-up report will be submitted upon completion of the evaluation or if any additional relevant information is received.

Event description:
It was reported that operator was unable to make connection between an unknown (non-baxter) device to one of the ports of a clearlink duo-vent continu-flo set. The reported condition occurred during set-up. There is no report of patient involvement. No additional information is available.